Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed the a-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. This prevented the setscrew from being untightened. This is considered a user related anomaly.

Event description:
Related manufacturer reference number: 2017865-2025-14029. It was reported that the patient presented to the hospital for a scheduled implant procedure. Postoperative check revealed that the patient's right atrial (ra) lead was dislodged. X-ray and device interrogation confirmed the lead dislodgement. During the procedure, the ra lead had failed to be disconnected from the header of the pacemaker. Both ra lead and pacemaker were explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.